Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit has a leak in pim test. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse) noticed leak in pim module, attempted to secure all connections but leak still present. The fse replaced the pim module, recalibrated 30 psi transducers and tested. Unit passed all functional and safety test per factory specifications, returned to customer and cleared for use. The failure analysis and testing dept. Received part number 0997-00-1178 pneumatic module assy, serial number (B)(6) with a reported unit failure of leak present in pim test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0997-00-1178 pneumatic module assy, serial number (B)(6) into the cardiosave test fixture and tested the pneumatic module assy. To factory specifications per procedure and the cardiosave service manual. After performing the all- manifold tests, the fat dept. Observed that the results of the tests indicated all tests passed. The fat dept. Could not replicate the failure that the customer experienced. The pneumatic module assy. Passed testing. Retaining the pneumatic module assy. In the fat dept. Per procedure.